Event description:
The customer reported at the end of the collection procedure, the donor developed avasovagal type 'hypoglycemia' with sweating. The operator connected a profusion set to the needless access (nla) to administer 50 ml of 10% glucose. The operator noted no flow of fluid, so then inserted a needle directly into the valve site. Approximately 20ml of glucose was administered and the donor did not tolerate the medication well. The donor was detached and (B)(6) was administered orally. The donor then felt better, except for a headache. The patient's full ID is (B)(6).the customer declined to provide the patient's age. Terumo bct is awaiting return of the disposable set for evaluation. This report is being filed due to medical intervention in the form of 10% glucose IV.

Manufacturer narrative:
Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause for the customer not being able to push saline through the needle-less access site could not be determined. Possible causes for the incident include but are not limited to a defective needle-less access component or the use of a luer that is not compatible with the needle-less access part.

Event description:
Per the customer, the disposable set was unavailable for return and investigation.